Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the patient went to the nurse and reported that the pump was beeping. The nurse turned the pump off and on, changed the cassette, changed the batteries, flushed the inner tube and outer tube. There was no error code and the pump is working. They consulted the parkinson¿s nurse and she could not find anything wrong. On (B)(6) 2016, the patient had a new peg tube placed because the old tube was dirty and the tube had an occlusion. There was no alarm nor beep noted. On (B)(6) 2016, the physician came and it was noticed that the patient did not react well on emergency medication. They connected to both the inner tube and outer tube. It worked without a problem. The pump is now working, dipping goes well, and flushing goes without any problems. Reportedly, the patient had difficulty defecating last night which could be the reason for beeping. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the patient went to the nurse and reported that the pump was beeping. The nurse turned the pump off and on, changed the cassette, changed the batteries, flushed the inner tube and outer tube. There was no error code and the pump is working. They consulted the parkinson's nurse and she could not find anything wrong. On (B)(6) 2016 the patient had a new peg tube placed because the old tube was dirty and the tube had an occlusion. There was no alarm nor beep noted. On (B)(6) 2016, the physician came and it was noticed that the patient did not react well on emergency medication. They connected to both the inner tube and outer tube. It worked without a problem. The pump is now working, dipping goes well, and flushing goes without any problems. Reportedly, the patient had difficulty defecating last night which could be the reason for beeping. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.